Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the pulse generator change out, the lead was tested through the pacing system analyzer (psa) and was found to have high lead impedance. The lead was replaced.